Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010: the patient reported with a preoperative diagnosis of lumbar foraminal and spinal stenosis at l3-4 and l4-5. The patient underwent a lumbar posterolateral decompression and fusion, l3-4 and l4-5 bilaterally. After the sets screws were sheared off at each level, the local bone graft mixed with the rhbmp-2/acs was placed in the gutters bilaterally where team had decorticated tps and facet joints. No complications were reported. (B)(6) 2011: the patient presented with a preoperative diagnosis of spinal stenosis at l2-l3 bilaterally, lumbar disc herniation at l2-3 on the right, and non-unions at l3-4 and l4-5. The patient underwent removal of instrumentation from l3-4, exploration of fusion from l3-5, re-instrumentation of the spine from l2-5 with re-bone grafting from l2-5. It was noted that there was fairly decent fusion over the facet joints but the bone was very scant in the lateral gutters, therefore it was felt that there was non-unions at 3-4 and 4-5. Following re-instrumentation and decompression, bone graft consisting of ulnar graft with large rhbmp-2/acs equally divided and placed in the lateral gutters. No complications were reported. (B)(6) 2012: the patient presented with the following preoperative diagnoses: 1. Multi-level non-union; 2. Status post multiple surgeries with fixation and posterior instrumentation, l2-l5; 3. Spondylosis, l5-s1; 4. Loose instrumentation; 5. Chronic pain syndrome; 6. Cervical spondylosis without radiculopathy or myelopathy. The patient is status post four previous spinal surgeries and continues to experience severe lower back pain. X-rays, cat scan and MRI show a lack of healing at l2-3 and possibly l4-5. There are spondylotic changes at l5-s1. The screws at l2 and l5 were loose. The patient underwent the following procedures: 1. Anterior lumbar discectomy, l5-s1; 2. Anterior lumbar interbody fusion, l5-s1; 3. Placement of anterior prosthetic device utilizing ldr roi implant, l5-s1; 4. Placement of supplemental anterior segmental spinal compressive instrumentation, l5-s1, utilizing ldr anchor plates; 5. Rhbmp-2/acs; 6. Intra-op fluoroscopy; 7. Left retroperitoneal approach. Following the anterior lumbar discectomy at l5-s1, a fusion procedure was done at this level utilizing rhbmp-2/acs. For fixation, an ldr roi cage measuring 16.0 mm lordotic was placed at l5-s1. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future.